Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent analysis. Visual inspection of the fiber body found it to be continuous. Microscopic inspection of the tip indicated it was clipped. The fiber connector exhibited burn marks on the face. The fiber was connected to vp20 system, and the aiming beam was bright and round. Analysis of the fiber did not confirm the break reported clinically. Analysis did confirm degradation; laser fibers are consumable devices and expected to degrade with use.

Event description:
It was reported that the fiber was connected to the laser and, when the footswitch was pressed, the fiber and the blast shield broke. The fiber broke outside the patient. The procedure was completed with another fiber and no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent analysis. Visual inspection of the fiber body found it to be continuous. Microscopic inspection of the tip indicated it was clipped. The fiber connector exhibited burn marks on the face. The fiber was connected to vp20 system, and the aiming beam was bright and round. Analysis of the fiber did not confirm the break reported clinically. Analysis did confirm degradation; laser fibers are consumable devices and expected to degrade with use.

Event description:
It was reported that the fiber was connected to the laser and, when the footswitch was pressed, this fiber and the blast shield of the associated console broke. The fiber broke outside the patient. The procedure was completed with another fiber and no patient complications were reported.

Event description:
It was reported that the fiber was connected to the laser and, when the footswitch was pressed, the fiber and the blast shield broke. The procedure was completed with another fiber and no patient complications were reported.